Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they went to a concert and were standing close to an amplifier. The patient stated "my device went crazy. It felt like my pacemaker was going to blow up and it was pounding so hard. Felt like a hammer was pounding against me. It felt like the amplifier was inside of me." The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was seen for a device check and there were no recorded episodes or issues noted with the device.